Manufacturer narrative:
Unit passed displacement test. The formatted history file confirmed the motor arm cannot communicate with the main arm and software error detected line number (B)(4) and file number (B)(4). Unable to determine the root cause per r&d. Hardware low level failures alarmed during self test and confirmed in pump history with variable (B)(4) due to cold solder joint at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. The blood glucose level was 9 mmol/l. The customer reported that they were able to complete pump rewind. The troubleshooting was performed. The customer was able to complete pump rewind. The customer was advised the insulin pump will need to be replaced and discontinue use of the insulin pump. Insulin pump will be returned for analysis.